Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy. The patient stated they do have a history of sensitive skin and /or allergies to nickel. The patient¿s physician prescribed a cortisone cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.